Event description:
Chair tdxsp when powering up during neutral testing mode if joystick is touched chair takes off . Chair has asl monster joystick and side egg switches that were attached to housing after delivery warranty seal was broken on jsk. No injury or damage user got startled. This event happened once for the user and once for the dealer within a day our dealer has chair and can not duplicate the problem after multiple hours of testing